Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the power supply one and the general purpose operating system. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not completely boot up. No patient injury was reported.